Manufacturer narrative:
H11: through follow-up communication with the livanova field service representative in charge, it was learned that the flow issue on the control unit display was intermittent: flow values were alternated with dashes. In addition, it is possible that this issue was not activating the venous clamp. In fact, if the control unit was defective, it can be assumed that the actuator that was controlled by the control unit could no longer be controlled. The control unit has been requested back in livanova for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H11: the livanova field service technician in charge was contacted and reported that the problem could be reproduced by wiggling the cables. The claimed unit was requested for further investigation but has not been received yet. Based on the collected details, it is reasonable to assume that an internal electrical cabling issue was causing the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: livanova deutschland manufactures essenz hlm. The control unit was replaced with the new one. All components have been tested per specification and all is working correctly. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during maintenance, the control unit of essenze was not giving any flow because of a bad control unit. There is no report of any patient injury.